Event description:
Evaluation revealed a broken trace at the force sensor pin.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a broken trace at the force sensor pin. Review of the pump history revealed a zero force loss of prime warning and a "no cartridge detected" warning. The display screen and force sensor pins were in tact. The pump was primed successfully and exercised with no alarms occurring.